Event description:
A falsely elevated troponin result (17 ng/ml) was obtained on a patient sample. The physician questioned the result and the specimen was retested. The retest result was 0.0 ng/ml of troponin. Patient treatment was not prescribed or altered. There were no reports of adverse health consequences as a result of the falsely elevated troponin result. There were no obvious instrument system issues identified. However, laboratory personnel did not centrifuge the specimen for recommended time prior to the original test.